Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced charging issues with their ipg and as a result, the ipg stopped working. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on autotester.